Event description:
It was reported that the large hem-o-lok clip applier instrument was being returned with no specific issue reported and a request for device evaluation. The procedure was deemed aborted with no patient involvement. Intuitive surgical, inc. (Isi) had made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details were received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis investigation found the primary failure of failed grip-clip test to be related to the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. However, the grip-clip test was performed and failed multiple times. The clip was unable to clip onto the tubing multiple times during in-house testing. Additionally, the instrument was found to have multiple input disks cracked. Hairline cracks were also found on grip input disks. This failure likely caused the failed clip test observed during testing. Additional observations that were not reported by the customer: signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of this issue is typical attributed to user mishandling/misuse, that most commonly caused by improper cleaning/reprocessing techniques.